Event description:
This is a 3rd party distributor product complaint. The product was repaired onsite at a local service center. The customer reported that upon powering up the evis exera ii xenon light source the emergency (spare) lamp activated, the emergency lamp indicator lit up and the main lamp shut down. This issue was found during preparation for use. There was no report of delay or harm to a patient or user associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A 3rd party evaluation found that the thermo sensor cable was replaced to resolve the reported issue. The working hours of the xenon lamp had not exceeded its lifetime hours. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue occurred due to a thermo-sensor failure. However, the specific cause of the faulty thermo-sensor could not be established at this time. Olympus will continue to monitor field performance for this device.